Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly patient noticed a decrease in battery life, used to last 4-6 weeks, now only last about 3 weeks. . Unable to review alarm history due to a display issue. Patient stated that there was no trauma to the pump and the battery cap had not been changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.